Event description:
Went to plastic surgeon for consultation on one thing and commented that I'd like to get radiance for acne scars when it's approved by the FDA and dr said he uses it (radiance) all the time and no problems. Had it done and now have very unsightly lumps on face and feel the product should never be used for cosmetic reasons.